Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event. After the evaluation, the root cause for the reported issue could not be determined.

Manufacturer narrative:
Date of event unknown. (B)(4).

Event description:
It was reported that during a rotator cuff repair procedure the suture lock failed after the anchor was implanted into the bone. A backup device was utilized to complete the procedure. No patient impact was noted.